Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacture number: 2017865-2020-04004. Related manufacture number: 2017865-2020-04005. It was reported that a patient reported to clinic with staphylococcus aureus infection, it was noted that the patient also had a history of (B)(6). The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event indicated infection. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the outer coil to be compressed/bent at 19.6 cm to 21.2 cm from the connector pin and the outer insulation was breached in this region consistent with clavicular crush damage. The outer coil was not fractured in this region.